Event description:
It was reported that the device was explanted due to infection.

Manufacturer narrative:
Review of quality records. Concomitant medical products- 7122/60 ahg14032; 1688tc/46 dm20129; 1158t/75 brk10983; 1688t/52 dn32589.